Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cause of the event is likely due to physical stress. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information was able to be provided by the customer. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the acoustic lens was peeled off. The evaluation also found that the bending angle in the up direction does not meet the standard, play of the up/down knob is out of the specified value and the connecting tube was bent. In addition, it was found that the rubber adhesive was broken, there was a dent on the connecting tube and the scope cover was deformed. Wrinkles were found on the connecting tube, universal cord and ultrasonic cable. Corrosion was also found and due to damage of the ultrasound cable, the number of missing ultrasonic elements exceed the specific value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was damage to the ultrasonic probe surface of the ultrasonic gastroscope. The issue was found during preparation for use of an undisclosed diagnostic procedure. The procedure was completed with no issue delay. There were no reports of patient harm.